Manufacturer narrative:
This investigation is complete. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient had pain and discomfort. A small erosion was noted thus an additional surgery took place to place the system intermuscular. No additional adverse patient effects were reported.